Event description:
Initially, the customer's mother called stating the customer had been experiencing high blood glucose. The reported blood glucose reading was 451 mg/dl during the phone call. The customer was called at home to conduct troubleshooting. The insulin pump passed the leadscrew and high pressure tests. The programming was also correct. The customer then mentioned that she was hospitalized for high blood glucose a few months prior. No blood glucose reading was reported. The customer stated she has a disease called factor v leiden, which causes blood clots. A nurse had explained to the customer that this disease can cause blood clots when using the infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.